Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to module board. The pyxis module board was replaced to resolve the issue and got confirmed that it was working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a hardware failure, and drawer 6 was not displaying. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was no delay in the patient 's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had failed hardware due to defective module controller board. The field service engineer replaced module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a hardware failure, and drawer 6 was not displaying. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was no delay in the patient 's workflow. There were no adverse events or injuries reported based on this incident.